Manufacturer narrative:
(B)(4). A partial lead measuring 53.7cm was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 20.5-23.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported when the patient presented to the hospital for a normal device change out, the lead was explanted and replaced due to an unspecified lead malfunction. No further information is available.